Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing occured during the left ventricular threshold test. Since the oversensing only occurs during the left ventricular threshold test, the patient will continue to be monitored. The patient is well.